Manufacturer narrative:
Other, other text: the customer confirmed the sensor will not return for investigation; therefore, an analysis cannot be performed. If the sensor is returned for evaluation or if new information is obtained, a follow up report will be submitted. D1, d4, d8: unable to obtain sensor part number and lot number. There was limited information provided; therefore, masimo is unable to determine which rd set neo sensor was used. Additional information has been requested from the customer. H4, h5: unable to obtain sensor part number and lot. Details are unknown. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6) health effect impact code: no adverse event; no patient impact .

Event description:
The customer reported "there was a poor pleth signal and saturation read 77 which I am not confident that it was accurate. I had another pulse oximeter on at the time, as is the routine for neonates in the or, and the pleth signal on the second probe flat lined. A moment later, both flat lined so I had no sat reading despite having 2 probes on the patient". There was no patient impact or consequence reported.